Manufacturer narrative:
Thv/tvt registry. (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by a tavr patient¿s wife, the patient expired 4 months post open transvenous mitral valve replacement. The cause of death was reported to be a cerebral hemorrhage caused by a fall during hospitalization. It was reported that a 29 mm sapien 3 valve was deployed in the mitral position via a surgical transcatheter mitral valve replacement (tmvr) procedure. Three (3) months post valve deployment, a ¿leak¿ on the prosthetic mitral valve was noted and a ¿patch¿ was placed to repair the leak. During this surgery, a 23 mm sapien 3 valve was deployed in a preexisting surgical aortic valve / conduit via a transfemoral tavr valve in valve procedure. The tavr and mvr repair procedures went well and the patient was discharged to home. The patient returned to the ER at a later date (approximately 1 month post mvr repair) with signs/symptoms of infection and ¿not feeling good¿. The physician felt there was an infection at the mitral valve and the patient was started on antibiotic therapy and hospitalized. At some point, the patient was also diagnosed via doppler study with a ¿hole¿ in his femoral artery after the tavr valve in valve procedure. Information regarding possible treatment was not provided. At some point, the patient also became jaundiced as well. During hospitalization, the patient fell while using the bathroom and hit his head. He had slurred speech and a head CT, performed one day after the fall, indicating a hemorrhage. The patient expired 8 days later. A preliminary autopsy was performed; however, the exact cause of death was not provided.

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality >= 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The sapien 3 valve is not indicated for use in a native mitral valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Furthermore, the IFU caution that safety and effectiveness have not been established for patients with severe mitral annular calcification (mac), severe (>3+) mitral insufficiency, or gorlin syndrome. Medical record review revealed a mitral valve balloon valvuloplasty was performed approximately one month prior to the implant of the sapien 3 valve in the mitral position. On postoperative day (pod) 1 of the sapien 3 valve deployment in the mitral position, echo indicated the deployed valve was ¿tilted somewhat laterally¿ with moderate posterior mitral paravalvular leak (pvl). On postoperative day (pod) 4, echo indicated the valve had not changed position and was ¿somewhat tilted¿ away from the lvot. The motion of one of the prosthetic valve leaflets appeared to be slightly restricted in one view and mild to moderate pvl was noted. The diastolic mitral mean gradient varied from 6 mmhg to 9 mmhg. The patient was discharged in stable condition. Approximately 6 weeks post valve implant in the mitral position, echo indicated mild-moderate mitral valve pvl and trivial mitral regurgitation. A mean gradient of 7 mmhg was reported. Three (3) months post valve deployment, moderate-severe mitral valve pvl was noted originating along most of the posterior half of the implanted valve frame. Tee also indicated a small-moderate iatrogenic atrial septal defect, which the team chose to not intervene upon at that time. During a transfemoral tavr procedure, performed 3 months post mitral valve replacement, a 23mm sapien 3 valve was successfully deployed in the pre-existing aortic homograft. Immediately post procedure, a small hematoma was observed on the left access side (the edwards esheath was inserted on the opposite side, in the right femoral artery). The hematoma was treated with manual pressure. Post tavr procedure, echo indicated satisfactory aortic valve function with no regurgitation noted; however, the mitral valve pvl was reported to be ¿worse¿. Tee revealed severe mitral valve regurgitation (pvl). There was no indication that any intervention for the mitral valve regurgitation was performed. There was also no information in the medical records regarding possible endocarditis of the mitral valve as reported by the patient¿s family member. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. While the exact cause of the mitral valve pvl 3 months post valve implant cannot be confirmed, investigation results suggest/indicate patient factors (severe mac) may have contributed to the worsening pvl. In addition, the placement of a round sapien 3 valve in an oval shaped native mitral valve may also contribute to the pvl experienced by this patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality >= 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The sapien 3 valve is not indicated for use in a native mitral valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Furthermore, the IFU caution that safety and effectiveness have not been established for patients with severe mitral annular calcification (mac), severe (>3+) mitral insufficiency, or gorlin syndrome. Per the instructions for use (IFU), infection including septicemia and endocarditis is a potential adverse event associated with bioprosthetic heart valve. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. While the exact cause of the mitral pvl 3 months post valve implant cannot be confirmed, investigation results suggest/indicate patient factors (severe mac) may have contributed to the worsening pvl. In addition, the placement of a round sapien 3 valve in an oval shaped native mitral valve may also contribute to the pvl experienced by this patient. The cause for the infection (bacteremia) was suspected but not confirmed to possibly be related to a groin hematoma, nearly one month post procedure. Infection of the mitral and aortic valves and vegetation on the valves was never confirmed; antibiotics were started and blood cultures obtained later were consequently negative. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-01450.

Event description:
As reported by a patient¿s wife, the patient expired s/p transvenous mitral valve replacement (tmvr) and (later) a transcatheter aortic valve replacement (tavr) procedure. The cause of death was reported to be a cerebral hemorrhage caused by a fall during hospitalization at a rehabilitation facility. A 29mm sapien 3 valve was deployed in the mitral position (tmvr) procedure and three (3) months later, a 23mm sapien 3 valve was deployed in a pre-existing surgical aortic valve via a transfemoral tavr valve in valve procedure. According to the wife, tavr procedure went well and the patient was discharged to home. The patient returned to the ER at a later date (approximately 1 month post tavr) with signs/symptoms of infection and ¿not feeling good¿. Post tavr procedure, the patient was diagnosed via doppler study with a ¿hole¿ in his femoral artery. The patient also became jaundiced. During hospitalization at a rehab facility, the patient fell while using the bathroom and hit his head. He had slurred speech and a head CT, performed one day after the fall, indicated a cerebral hemorrhage. The patient expired 8 days later. A preliminary autopsy was performed; however, the exact cause of death was not provided. Medical record review revealed a successful tmvr; the echocardiogram done pod#1 indicated the mitral valve was ¿tilted somewhat laterally¿, ¿posterior mitral pvl, likely moderate although tte assessment is limited¿, mitral mean gradient 9 mmhg. A repeat echocardiogram performed pod#4 (day of discharge) showed the pvl had improved to ¿mild-moderate¿ with a mitral mean gradient ranging from 6-9 mmhg. The patient was discharged in stable condition on postoperative day 4. A 30 day follow up echocardiogram was performed which showed a mitral mean gradient 7 mmhg, mitral ava 2.73 cm2 and mild-moderate mitral pvl; ¿there is some slightly abnormal leaflet motion of one of the leaflets, which may be due to deformation of the stent frame because of the shape of the mitral annulus.¿ the patient underwent a tavr (valve in surgical valve) procedure approximately 3 months after the tmvr procedure. A small hematoma on the left groin was noted immediately post tavr procedure. The hematoma was treated with manual pressure. The esheath was inserted on the right side (right femoral artery) and the small hematoma was not attributed to any edwards devices. Post procedural echocardiogram revealed a ¿satisfactory aortic valve, however the mitral valve regurgitation was worse.¿ tee revealed ¿severe mitral valve pvl & trivial aortic pvl¿. An echocardiogram done pod#1 indicated aortic mg 23 mmhg with trivial aortic pvl. The mitral valve mg was 8 mmhg with moderate-severe mitral pvl, mitral ava 1.07 cm2. A small-moderate iatrogenic atrial septal defect (asd) was noted but not treated. A repeat echo on pod#2 revealed an aortic mg 18, trivial aortic pvl and aortic ava 1.4 cm2. The mitral mg was 8 mmhg with moderate/severe to severe mitral pvl. There is no indication in the medical records that the mitral pvl was intervened upon at that time. Medical records indicate that twenty-eight (28) days post tavr, surgical repair (evacuation of hematoma) was performed on the right groin. Medical records also noted that the patient had developed fevers and was found to have enterococcal bacteremia, source unknown but considered possibly related to the right groin hematoma (which was inadvertently not cultured). The patient was evaluated for possible endocarditis, but no evidence of vegetations on the mitral valve or permanent pacemaker was found. The aortic valve was not well visualized. A 6-week course of empiric antibiotics was started. The medical records mention ¿delaying the mitral valve in valve procedure at this point¿, indicating a mitral valve in valve procedure was planned at some point. Repeat blood cultures were negative.